Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined. Devices of multiple part/lot numbers were implanted during the procedure including: part: 5540030 / lot: h5207711 (x2) part: 5540030 / lot: h5210074(x4). It is unknown at this point that which product contributed to the event.

Event description:
It was reported that, intra-op, the surgeon noticed debris from the set screw during tightening. The product came in contact with the patient. No patient complications were reported. The debris remained inside the patient were unknown.